Manufacturer narrative:
All available information was investigated, and the reported difficult deployment and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be scratched and bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult deployment was unable to be determined. The reported improper or incorrect procedure or method was due to the user pushing on the actuator knob while turning. The observed scratched and bent actuator coupler are likely cascading events of the reported improper or incorrect procedure or method. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4 and long and floppy leaflets. An xtw clip was inserted and placed on the tricuspid valve. However, during deployment, the clip would not detach from the triclip delivery system (tcds). Troubleshooting was performed; actuator knob turned 2-3 times and retracted, dc handle slightly turned clockwise and counterclockwise, and actuator knob pushed and turned 2 times. The clip was able to be detached from the tcds and deployed. To further reduce tr, three additional xt clips were successfully implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.